Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for pn 00770302000 determined the cutter failed the test cut. The cutter collars and gears were replaced. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this cutter was worn and being returned for evaluation. Evaluation later revealed the device did not pass the cut test. Customer is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.